Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that squirts insulin while priming and grinds during rewinds. Customer¿s blood glucose was unknown at the time of incident. Customer states that insulin pump had unexplained no delivery alarms, rejected new battery and diminished battery life from day on use. The insulin pump will not be returned for analysis.